Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that one tacker was received with disrupted timing. All four reloads were received fully fired and microscopic inspection revealed no scratches in the reload tubes. The reloads also had disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition could be due to excessive manipulation of the device during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The tacking device misfired. When the last tack was fired, there was difficult penetrating the tissue. There were no difficulties loading the reload and articulating the device. All the other tacks were able to be fired normally from the device and penetrate the tissue. Fired tacks were able to hold the tissue correctly. Nothing disengaged into the patient cavity. Another device was applied to resolve the issue. Current patient status is alive with no injury. Brief description states the device misfired. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment l eft in patient's cavity.